Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 500mcg/ml baclofen at 252.8mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation. The patient had a magnetic resonance imaging scan on (B)(6) 2017. The MRI was not done due to a suspected problem with the device/therapy. A motor stall that occurred on (B)(6) 2017 was seen in the logs as well as a tube set that occurred on (B)(6) 2017. The patient had heard no audible alarm or had therapy issues. The hcp reported that they saw a motor stall recovery the same date and time they interrogated the pump on (B)(6) 2017. No further complications were anticipated/reported